Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked and unreadable; cause was unknown. Customer's blood glucose was 87 mg/dl. Customer reverted to another pump for insulin therapy.